Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. Noted large left atrium, enlarged annulus, wide regurgitation. The first clip was an ntw and was deployed in the middle of a2p2. After deployment, the orientation of the clip was unexpectedly shifted slightly clockwise. Two more nt clips were then implanted. Just before the end of the procedure, it was confirmed that the third clip (01021u131) had a single leaflet device attachment (slda) from the anterior leaflet. According to the physician this was not due to the anatomy. No additional clip was implanted to stabilize the slda due to risk of angina pectoris, 3 clips had already been implanted and when the slda occurred, the steerable guide catheter (sgc) had already been removed. After implant of all 3 clips, mr was reduced to 3. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.